Event description:
It was reported via a medsun medwatch mandatory that, on an unspecified date in may, a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch, generated a leak during patient use. The report stated: the connection between the secondary clave and the chemo lock cl2100 caused leaking when chemo was infusing. The spills were small and cleaned. The area was sanitized. The spill was noted toward the end of the patient's treatment. The event occurred at the hospital user facility. The original intended procedure was chemotherapy infusion. There is no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.